Event description:
It is reported that while in the cath lab, the iab was inserted into the saf sheath. The iab became stuck in the sheath and as a result the iab and the saf sheath were removed as one unit. Another iab was prepped and inserted without difficulty into the other leg, and manual pressure was used to stop the bleeding at the first insertion site. The event involved a female pt, (B) (6).

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional info becomes available.